Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device not functioning, particles in airway from device, black particles inside the hose related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer responded that I have discarded the old device and I am unable to return it. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.